Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the a heater-cooler system 3t. The incident occurred in (B)(6). The technician in charge replaced the patient pump and the stirrer motor in order to solve the reported issue and he assumed that wear contributed to the reported failure since the unit is an old one. Through follow-up communication livanova learned that the pumps had a bearing damage. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed two error message associated to a patient pump and stirrer motor malfunction during maintenance. There was no patient involvement